Manufacturer narrative:
Investigation summary: bd received a used sample and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a sleeve issue with the incident lot was observed. Evaluation of the customer sample was performed and a sleeve issue was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter experienced poor sleeve function during use. The following information was provided by the initial reporter: used with nipro butterfly needle. After blood collection, blood leaked when removing the tube.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter experienced poor sleeve function during use. The following information was provided by the initial reporter: used with nipro butterfly needle. After blood collection, blood leaked when removing the tube.